Manufacturer narrative:
The insulin pump was received button error alarm and intermittent button response due to corroded keypad traces. The pump was received with scratched lcd window, cracked case at display window corner and broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.